Manufacturer narrative:
(B)(4). The customer returned multiple components from a cs-15703-e cvc set kit. The swg will be evaluated during this investigation. Visual examination of the swg revealed that it was returned unraveled and in 3 parts: the distal end (returned with the coil wire still on the core wire), the swg core body (only core wire returned), and the proximal end (only coil wire returned). Multiple bends, kinks, and offset coils were also examined. Microscopic examination of the separated distal piece revealed the distal j-bend tip was slightly damaged, but still retained its shape. The distal weld was intact, full, and spherical. The proximal end was separated and the core wire protruding was rounded in shape. The coil wire was also separated. Microscopic examination of the separated swg core wire body piece revealed that one side contained a slightly smaller cylindrical bulge on the tip. Based on appearance, this end most likely broke adjacent to the proximal weld. The other end of the core wire appeared cylindrical with a flat base. Microscopic examination of the separated coil wire proximal piece revealed that the proximal weld was still attached to the coil wire, and one of locations the core wire separated was adjacent to the proximal weld. The distal end was separated. The length of the core wire from the distal piece measured 220 mm, and the length of the core wire from the swg body piece measured 65 mm. This brings the total returned swg core wire length to 285, which is not within the specification of 596-604 mm per graphic. Therefore, at least 311 mm of the swg core wire was separated and not returned. The outside diameter (od) of the guide wire measured 0.798 mm, which is within the specification of 0.788 - 0.826 mm per graphic. A swg with an od of 0.843 mm from lab inventory passed through the returned catheter and introducer needle without restriction. This indicates that a swg with an od of 0.798 mm would be able to pass through the catheter as well. A manual tug test confirmed the distal weld was intact. A device history review was performed and no manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. It states that if resistance is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within the vessel. In this case it is recommended to withdraw the catheter relative to the guide wire about 2-3 cm and then attempt to remove the guide wire. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire was damaged and separated was confirmed through examination of the returned sample. The guide wire was unraveled and 311 mm of the core wire was not returned. Dimensional and functional testing and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context likely contributed to this event; however, the probable cause of the guide wire damage could not be determined based upon the information provided and without the full swg being returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint description: "resistance was met when inserting swg. The physician followed IFU and did not use excessive force to withdraw guidewire or withdraw guidewire against needle bevel. However, after removing swg, he found some portion of swg retained in patient's body. The swg was removed by additional surgery 4 days later".

Manufacturer narrative:
(B)(4).

Event description:
"Resistance was met when inserting swg. The physician followed IFU and did not use excessive force to withdraw guidewire or withdraw guidewire against needle bevel. However, after removing swg, he found some portion of swg retained in patient's body. The swg was removed by additional surgery 4 days later".